Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible "high" accutni patient results. A subsequent sample was drawn and resulted "low". Repeat of the initial sample recovered "low". Actual patient results were not supplied. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The initial sample was a short draw collected in a serum tube. The specimen was hemolyzed. No specific event qc data was supplied. Service was not dispatched for this event due to the event occurring over 60 days ago. A root cause for these events was not determined.